Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke. The customer could not provide any other information. It is unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact.(B)(6).